Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had fast heartbeat, high blood glucose and dka. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time the paramedics arrived was over 600 mg/dl. Nothing further was reported.